Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an error 50 and 51. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Additional information:e1(event site postal code-(B)(6)). The fse calibrated the unit which resolved the issue. The unit passed all functional and safety testing to meet manufacturer specifications. The iabp was returned to the customer for clinical use.